Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that poor communication occurred due to failure of the connector and e224 error occurred. E224 error is the error that occurs when an abnormality occurs on the communication between endoscopes and processors. (Instruction manual of otv-s400, chapter 9: when abnormality occurs. 9.2 how to tell the abnormality and how to handle it). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that an e224 connectivity error occurred due to a bad connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had connectivity issues with the video processor. The issue was found during inspection for use. There were no reports of patient harm associated with this event.